Manufacturer narrative:
Investigation summary bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and nothing abnormal was found from the rubber sleeves. Also, water sampling test was conducted on 8 retained samples and the water could be sampled without any issues, and no retracting defects of the rubber sleeves or side-piercing occurred during the test. Furthermore, the silicone amounts on the luer adapter of retained samples of the 8 sets were checked, and all samples met specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, blood leaked on the tube stopper. No patient or user impact reported.

Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, blood leaked on the tube stopper. No patient or user impact reported.